Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that shaft break occurred. In (B)(6) 2014, clinical assessment indicated that the patient's qualifying condition was unstable angina. Subsequently, the index procedure was performed. The target lesion was located in the mid left anterior descending (lad) with 99% stenosis and was 12 mm long with a reference vessel diameter of 3.5 mm. After pre-dilatation was performed, a 4.00 mm x 16 mm promus premier¿ stent was advanced to treat the lesion; however, the device was unable to cross the lesion and it was noted that the exit port was broken. The device was removed from the patient and was exchanged with another 4.00 mm x 16 mm promus premier¿ stent which also failed to cross the lesion. The physician then replaced the device and implanted a 3.0 mm x 15 mm non-bsc stent. Following post dilatation, residual stenosis was 0%. The target lesion #2 was located in distal circumflex (cx) with 90% stenosis and was 8 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of a 3.0x16mm promus premier¿ stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and ticagrelor.